Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the onset, the patient was hospitalized and was treated with unspecified antibiotic (dose, route and frequency were not reported) for the event. At the time of this report, the patient has recovered from the event and was discharged from the hospital. Action taken with pd therapy was not reported. No additional information is available.